Event description:
Procedure performed: lap chole. The clip applier was handed off to the surgeon. He was able to place the first clip and it closed correctly. Other clips would not close and fell into the patient. They switched to another ca500 (lot# 1359607) which they couldn¿t get any clips to close correctly (clips were open at tip and apex). Grabbed a larger clip, but ended up opening the patient to complete the case. The clips were retrieved from the patient. The clip applier was used with the 5mm trocar. The trigger was squeezed "plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier. It is unknown if the clip was fully loaded into the jaws upon actuation. There was no patient injury. The device is available to be returned. Additional information received via email on 26nov2019 from account mgr. They used an 12mm clip applier. Why did dr open? "There were bleeding complications "was the bleeding r/t (related to) am clip applier? "Clip kept falling off so I can¿t say 100% yes or no. We ended up opening a competitor clip applier and using it and still had to open to get control." Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit and all clips loaded and closed properly. As a result, the complainant¿s experience could not be replicated. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. The clip applier was handed off to the surgeon. He was able to place the first clip and it closed correctly. Other clips would not close and fell into the patient. They switched to another ca500 (lot# 1359607) which they couldn¿t get any clips to close correctly (clips were open at tip and apex). Grabbed a larger clip, but ended up opening the patient to complete the case. The clips were retrieved from the patient. The clip applier was used with the 5mm trocar. The trigger was squeezed "plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier. It is unknown if the clip was fully loaded into the jaws upon actuation. There was no patient injury. The device is available to be returned. Additional information received via email on 26nov2019 from account mgr. They used an 12mm clip applier. Why did dr open? "There were bleeding complications "was the bleeding r/t (related to) am clip applier? "Clip kept falling off so I can¿t say 100% yes or no. We ended up opening a competitor clip applier and using it and still had to open to get control." Patient status: no patient injury.